Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump displayed an error message during a procedure. Power cycling did not resolve the issue. The pump was changed out. There was no patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during a procedure. Power cycling did not resolve the issue. The pump was changed out. There was no patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the motor control board to resolve the failure. The board was requested for further investigation at livanova (B)(4). However, the board was never returned to livanova (B)(4) for investigation. The location of the replaced board is unknown. No further investigation is possible. As an investigation could not be performed, the root cause for the faulty board was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.